Event description:
While delivering a baby via c-section, the physician applied the kiwi vacuum to the baby's head and after pumping, the vacuum did not apply suction as intended. This occurred with a second vacuum from the same manufacturer that was tried during the same procedure.====================== health professional's impression======================no adverse event.